Manufacturer narrative:
The customer reported a discordant result was obtained for a glucose (gluc) result on one patient sample on a dimension exl 200 analyzer. Siemens remotely reviewed the instrument data. Siemens advised the customer to replace and realign the reagent probe 1 (r1) probe tip and clean the r1 drain. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced a leaking reagent probe 2 (r2) drain and aligned r2. The cse cleaned the windows and checked other drains for leaks. The cse found a small leak from a sealed reagent tray opening for reagent management system (rms) attachment. The cse cleaned, reseated, and resealed the cover. No more leaks were seen. The cse primed pumps and ran a system check. The customer ran quality controls (qc) which recovered acceptable results. Based on on-site findings, the most likely cause of the event was fluidic leakage around the r2 drain and reagent tray seal. The combination of a leaking r2 drain and a secondary leak at the reagent tray rms opening created inconsistent reaction conditions until both were repaired and resealed. The instrument is operational, and the complaint was resolved with routine troubleshooting.

Event description:
The customer reported a discordant result was obtained for a glucose (gluc) result on 1 patient sample on a dimension exl 200 analyzer. The result was flagged with an abnormal reaction and was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the abnormal reaction errors.